Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. Name medtronic minimed street 18000 devonshire street city northridge state ca zip code91325 zip four1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event on 13-apr-2026, product did not adhere and infusion set was fell off during exercise.